Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019- 01286, 0001825034-2019-01287, 0001825034-2019-01288, and 0001825034-2019-01289. Concomitant medical products: vanguard cr ilok fem-rt 70 catalog#: 183012 lot#: ni, series a pat std 31 3 peg catalog#: 184764 lot#: 669090, unknown tibial tray catalog#: ni lot#: ni customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient returned to the surgeon's office with a concern about a stitch abscess, and then underwent an irrigation and debridement along with wound closure the following day. No devices were removed.

Event description:
No additional information reported.

Manufacturer narrative:
Review of medical records confirms the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause for the reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.